Event description:
Additional information received reported that the aneurysm was located at the left anterior communicating artery. The aneurysm measured 3.5 × 4.1 mm, with a neck width of approximately 2.6 mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an echelon catheter distal tip was fractured. The patient was undergoing surgery for treatment of an intracranial aneurysm coil embolization. It was noted the patient's vessel tortuosity was normal. The access vessel for the treatment was via the femoral artery with a regular vessel diameter. It was reported that after delivering 6 coils and 1 non-medtronic (atlas) stent via the echelon catheter, the distal tip was abnormally fractured and was subsequently removed. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The catheter was flushed as indicated in the IFU.

Event description:
Additional information received. The cause of the event was uncertain; it was unclear how the tip of the microcatheter became fractured. The lesion was an intracranial aneurysm located at the posterior communicating artery segment of the internal carotid artery. The procedure was completed by removing the fractured tip of the device from the body using a stent and a suction catheter.

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): the echelon-10 microcatheter was returned for analysis within a shipping box, and within a sealed plastic biohazard pouch. No coils were returned. Damage location details: no damage or irregularities were found with the echelon-10 hub. The catheter body was found to be broken/separated at ~21.1cm from the hub (proximal segment). In addition, the catheter body was found to be occluded with solidified saline/solution at ~16.3cm and ~5.4cm from the distal tip. The damage was rough and jagged to the touch. Possible evidence of tensile failure. No damage was found with the distal tip. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~152.3cm, and the usable length was measured to be ~144.8cm, which were both within specification. The echelon-10 microcatheter hub was flushed, and water was able to exited the broken end. Next, an attempted to flushed the distal segment failed, as the body was found to be occluded within solidified saline/solution. The water was able to slowly dissolve some of the solidified solution; however, no further testing was performed. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿catheter separation/break¿ was able to be confirmed, as the echelon-10 microcatheter was returned separated/broken into two pieces. Both pieces were returned. A few possible cause for the ¿separation/break¿ are but not limited to user applies excessive force, thus exceeding tensile strength of tubing material, and/or incompatible device; however, the root cause was unable to be determined. The report notes that ¿after delivering 6 coils and 1 non-medtronic (atlas) stent via the echelon catheter, the distal tip was abnormally fractured¿. Therefore, it is possible the catheter broke during advancement. No mention of any continuous flush being administered during the procedure was noted. The non-medtronic device ((atlas) stent), was not returned for assessment. The condition of the device was unable to be analyzed. Any contribution the device had towards the break/separation, could not be assessed. Compatibility was unable to be determined, as no details about the non-medtronic device were provided. Regarding the solidified solution within the distal segment of the catheter. It is possible the solicitation of the solution may have occurred after the procedure, as no inner coating issued were noted or observed. It was indicated that all devices were prepared as per the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.